Event description:
Boston scientific received information that during a follow up the patient presented with atrial fibrillation. Intermittent undersensing of the atrial signal was noted. The lead impedances was low and insulation damage was suspected. The device was reprogrammed. No further action was planned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.